Event description:
It was reported that the caretaker no longer saw a blood glucose reading on the ilet bionic pancreas after a new dexcom g7 continuous glucose monitor (cgm) sensor was applied, consistent with intermittent communication failure between the cgm and the ilet and involving the antenna and electrical communication components; the caretaker re-entered the g7 pairing code on the ilet and was advised the standard wait for reconnection. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the reporter and analysis of information provided. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.